Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer's blood glucose level was 135 mg/dl at the time of incident. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.